Event description:
It was reported that dissection occurred. In (B)(6) 2026, the patient received heparin and other antithrombotic medications. The patient was on a prior regimen of aspirin (>= 72 hours) and antiplatelet medication other than aspirin (>= 72 hours). The target lesion was located in the first obtuse marginal branch (om1) with 25 mm length and a reference vessel diameter of 2.5 mm. Measuring 25 mm in length with a reference vessel diameter of 2.5 mm. The target lesion was initially pre-treated using five devices, including a 2.50 mm x 20 mm semi compliant balloon angioplasty catheter, resulting in 30% residual stenosis with timi flow 3. The lesion was further treated successfully with a 2.50 mm x 30 agent dcb with 30% residual stenosis with timi flow 3 and a non-flow limiting grade c dissection.

Manufacturer narrative:
Investigation results: device technical analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed on the device. Device history review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the agent dcb device confirmed that the event of dissection is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of known inherent risk of device. Dissection is a known adverse event associated with device use referenced in the instructions for use (IFU). This code was selected as the most probable complaint cause based on the information available and the investigation conducted.